Manufacturer narrative:
The manufacturer initially reported the device's oxygen blending manifold was replaced because the ventilator's oxygen percentage could not be adjusted. The oxygen blending manifold was not replaced, the device was found to operate to specification. The oxygen percentage could be adjusted as designed.

Event description:
The manufacturer received information alleging a ventilator's oxygen percentage could not be adjusted. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending manifold was replaced to address the issue.